Event description:
Through routine surveillance of the literature, the following journal article published in the j of int pediatric otolaryngology - epicutaneous patch test- a new diagnostic option to prevent the rejection of silicone - covered cochlear implants in children vass et al 2013 - noted flap necrosis with revisions for 4 nucleus ci24m patients at this facility. Via follow up communications from the regional team/distributor it was determined on (B)(4) 2013, that these complications requiring revision had not been reported to cochlear previously per the published article, all of the symptoms related to the complaint were resolved by revision surgery. These complaints are deemed reportable with an awareness date of (B)(4) 2013. The initial regulatory report will also be the final submission as in all cases no device was explanted and as such no device was returned to the manufacturer for investigation.

Manufacturer narrative:
(B)(4). Implanted devices remain.